Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pulmonary aspiration needle had an issue with the guidewire unable to be reintroduced, resulting in the stylet being stuck. The reported issue occurred during a diagnostic endotracheal bronchoscopy via ultrasound (ebus) procedure that was completed with a change in surgical technique/procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Visual inspection showed that the stylet wire could not be fully withdrawn. The needle tube was inspected, and a kink was found near the boot. According to the investigation, the stylet could be smoothly inserted into the needle tube up to the position where it was buckled, but the insertion became heavy from the point where the needle tube was buckled. The root cause could not be identified. According to the investigation the most probable cause of the complaint is that the cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.